Manufacturer narrative:
PMA/510(k) #: k142688. Device evaluation 1 unit of lot c1827262 of echo-hd-3-20-c was returned opened not in its original packaging. Lab evaluation the device involved in the complaint was evaluated in the laboratory on 06 october 2021. Clarification was requested as follows ref.att. (B)(4)_clarification after lab eval 22oct 2021 ¿the lab evaluation for (B)(4) was carried out yesterday. It was noted that what was returned was not part of an echo-hd-3-20-c see below. Can we please clarify if the device will be returning. Response was received as follow: ref.att. (B)(4)_clarification after lab eval 22oct 2021 ¿it was it been disposed of, because no scan is needed.¿ document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1827262 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1827262. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). A definitive root cause could be attributed to user error as the IFU instructs the stylet should be fully inserted when advancing the needle into the biopsy site. A definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal break. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Event description:
Pancreatic puncture with a 20 g procore needle via transgastric approach: no issue on the first passage. On the second passage, the needle did not emerge from the sheath as normal but a puncture was performed nevertheless. In the end, the decision was made to replace the needle with a thinner needle of 22 g: 2 needle punctures were performed without difficulty. After the procedure, the user found the distal tip of the first needle (4 cm long) in the operating channel of the echoendoscope during swabbing. Immediate action performed was the echoendoscope was deactivated to check the operating channel (risk of lesion in the channel). A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Longer intervention because needle change. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No if the device is a procore needle, is the device damage located at the notch / core trap? Yes if no, please specify where the damage is located: _____________________ was gaining access to the target site difficult? No was the device used in a tortuous position? No was puncture of the target site difficult? Yes, please describe the anatomical location of the intended target site (pancreas if the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. 4 cm if not with the device in question, how was the procedure performed and/or finished? N/a was the device damaged in packaging prior to removal? No was the device damaged on removal from packaging? No was force required to remove the device? No did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No if yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? No was the scope recently serviced / repaired? No when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed?, no was difficulty experienced while retracting the needle? No was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes was the endoscope in a flexed or twisted position at any time during the procedure? Yes was the stylet partially removed when advancing the needle into the target site? Yes how many samples were obtained (passes completed) with this needle? 2 did any section of the device detach inside the patient? No if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no if an ebus procedure did the needle tip hit the cartilage rings of

Manufacturer narrative:
PMA/510(k) #: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.